Event description:
It was reported that the patient's right ventricle (rv) lead had recorded high rates and chronic oversensing. The patient reported having chest pain. The clinic reprogrammed, and the rv lead remains in use. No other patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr01, implantable pulse generator (ipg), (B)(6) 2012. (B)(4).